Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was isolated to an open r781 driven ground resistor on the computer/analog board, causing fault. The monitor was unable to baseline or complete detect and treat testing. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.